Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd intima-ii¿ catheter was leaking from the tubing. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd intima-ii catheter was leaking from the tubing. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
A device history report was conducted for lot number 8107024. During our review no abnormalities related to this event were found during our monitoring of the manufacturing process. This lot of intima ii was manufactured in may of 2018 and this is the only instance of leakage occurring at this location in this lot. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. The samples submitted for evaluation allowed bd investigators to determine the issue was directly related to the raw material for catheter tubing that was supplied to our facility. Our supplier was notified of the situation and in response they conducted a review of their processes. At the conclusion of their review, they were unable to identify any abnormalities in their manufacturing process that would have led to this occurrence. Additionally, this is the only occurrence of this failure mode at their facility in the last year. The root cause for this event could not be determined at the conclusion of this investigation. Bd will continue to track and trend for this issue.